Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device in 2012. Recently, during a follow up visit, an ultrasound was performed which showed a aaa enlargement, billowing of stent material with no obvious leak. It was noted that the patient has a tortuous aorta. Patient received a procedure to resolve an endoleak type ia over a year ago. Patient is currently being monitored , the physician will follow up with a cta. Patient is reported to be in stable condition.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.